Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to check the electrodes to ensure all the o rings were in place. The customer noted salt deposits on the electrodes, which they cleaned off. The customer re-assembled the ion selective electrode (ise) and a calibration passed. The customer ran quality controls, which resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer replaced and conditioned the sodium electrode. After evaluation of the instrument and instrument data, the cse stripped, cleaned, and serviced the ise module. The cse replaced the ise seals, stirrers, and "j" tube assembly. The cse ran ise wash, primed buffer, and ran ise calibration and a coefficient of variation check. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.